Event description:
Caller reported a malfunction on the pump after spending time outside in hot weather and cleaning the pump with an alcoholic swab. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the caller was advised to continue using the pump and to call back if any issues persisted.